Event description:
Unit's "alarm is weak". The issue was identified during testing by the biomedical technician with no patient involvement. There was no reported patient harm. During the repair evaluation the customer's complaint was confirmed and it was identified that the audible alarm was not functioning. The unit has been forwarded to engineering for root cause analysis.